Event description:
Customer stated that they are using this product in their hemodialysis procedure and during treatment they use the syringe to flush out the bloodline prior to treatment. As they are flushing out the line, blood and liquid comes back out of the syringe past the plunger. Customer stated that this happened with approx 10-12 pts.